Event description:
Customer called lfs in 2002 alleging their ot ultra meter was missing segments, would power off during use and finally would not power on. These issues were not resolved with troubleshooting. The customer was taking insulin for a week without knowing what their glucose is and they feel this could cause customer harm. Customer bases their insulin on their blood glucose results. During this week customer had symptoms of sleepiness and thirst. Meter has been replaced for customer.